Manufacturer narrative:
It was noted that the device does not have a maintenance contract. Insufficient information is available to support the final failure analysis, as the device was not available for investigation. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed.

Event description:
It was reported to philips that the device was charging slowly and made a noise during testing. There was no patient involvement.